Event description:
It was reported the lead had high thresholds, high impedance, oversensing, and an apparent fracture. The pace/sense portion of the lead was capped and replaced. An attorney alleges the patient had "electric shocks that were determined to be caused by a faulty lead", and has "suffered significant and permanent damage".